Manufacturer narrative:
H10: the actual devices were not available; however, twelve (12) retention samples were evaluated. A visual inspection was performed with no issues noted; no particulate matter was identified inside or outside the system that could be attributed to the reported condition. The retention samples met quality specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle the size of the head of a pin was embedded in the body of four (4) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.